Manufacturer narrative:
(B)(4).

Event description:
The hcp (healthcare provider) performed the pump's first refill procedure on (B)(6) 2010. The refill was "going well" until the pump was filled with 32 ml of medication; at that point it stopped. The hcp then aspirated all 32 ml of drug from the reservoir, but also aspirated air. The hcp then aspirated "a syringe or two full of air". The hcp re-attempted to fill the pump with drug; was again only able to refill 32 ml. There was no issue with the refill kit. The pump was not exposed to hyperbarics. It was unk by the reporter if the pump was originally filled with 40 ml of drug. It was also unk by reporter if there was a pt therapy or medical problem. The pump contained morphine. Add'l info has been requested, but was not available as of the date of this report.